Event description:
It was reported that the rv lead had high impedence caused by apparent subclavian crush. The rv lead was capped and replaced. No patient complications were reported as a result of this event.